Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the orders were linked, and the problem did not occur thereafter. A technical support specialist has confirmed the system's status and will conduct additional checks to determine if any issues arise again. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es system experienced that the orders were not linked. The customer reported that the user was unable to remove the medication for the patient due to the malfunction and there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.